Event description:
On 5/30/97 pt. Taken to surgery due to pacemaker not capturing or firing properly. Pacemaker had been implanted approx. 1 year ago in another facility. A revision was done and it was found that the ventricular lead basically was not in the right ventricular. Attemtps to replace lead were unsuccessful due to complete occlusion of the left subclavian vein. The atrial lead was removed as well as the battery. A permanent venous pacemaker was then inserted per the right sublavian using the same battery.